Event description:
It was reported the pt experienced inadequate pain coverage in the desired pain pattern. Reprogramming was attempted to no avail. The pt underwent surgical intervention. During the procedure, the physician added two percutaneous lead and disabled the implanted lead. The pt reported effective coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.